Event description:
It was reported that, "the arthroplasty liner was revised due to infection. The acetabular cupr was also revised. The components were implanted in situ for 1.6 yrs."

Manufacturer narrative:
Device is not available for eval. Add'l info has been requested and if received, will be provided on a supplemental report.